Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumers, a healthcare professional (hcp) via a manufacturer representative (rep), and directly from the hcp regarding a patient receiving intrathecal gablofen (2000 mcg/ml at 180.6 mcg/day) via an implanted infusion pump. The pump¿s indication for use was listed as intractable spasticity and cerebral palsy. A consumer reported that the patient had been in the hospital twice and the neurosurgeon thought the pump had malfunctioned or was not working correctly. The patient experienced sudden withdrawal, discomfort, and wasn¿t getting medication as he should. The event date was provided as (B)(6) 2016; the date in "date of event" section is an approximate date. The consumer stated that the patient had magnetic resonance imagings (mris) performed recently, but didn¿t know the dates or whether the mris occurred before or after the symptoms started. It was stated that one MRI was done while the patient was in the hospital over (B)(6) and that the hcp did not think it showed any issues. Additional information was received from a consumer on 2016-06-09. The consumer stated that the "pump" was occluded, there was a kink in it, and that it wasn¿t dispensing. When asked for clarification, the consumer stated that it could be the catheter. He reported that on (B)(6) 2016, the hcp attempted to do a contrast study "but couldn't push anything in" so they determined it was occluded. It was stated that the patient was "going through symptoms" but no details were provided. Additional information was received from the hcp via a rep. It was reported that the patient was doing well for a period of time after initial implant in (B)(6) and then he became again with no other signs or symptoms. X-rays of the pump system were negative and an MRI was negative. When a dye study was performed, about a half cc was initially aspirated, but then flow stopped. The hcp attempted to inject contrast but could not due to resistance. Exploratory surgery was scheduled for (B)(6) 2016. At the time of the report, the patient was alive with no injury and the issue had not been resolved. Additional information was received from the hcp on 2016-06-20. The hcp indicated that the circumstance that led to the suspected pump malfunction was increased level. Dye study and surgical exploration were performed. The cause of the suspected pump malfunction was unclear. The patient had a brain MRI which revealed severe hypoxic ischemic encephalopathy (hie). The patient was hospitalized due to baclofen withdrawal. The suspected malfunction, withdrawal and discomfort that not been resolved. Additional information was received from the rep on 2016-06-20. The rep stated that the patient was in the operating room on (B)(6) 2016 and the side port was able to be easily aspirated with several cc¿s of cerebrospinal fluid (csf) aspirated, and dye was easily pushed through with good myelogram flow. She stated that the hcp thought the issue might be something other than the pump, so the patient was going to be sent for a computed tomography (CT) scan to see whether there was an anatomical issue that may be affecting flow. A supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient did well after exploration surgery on (B)(6) 2016. The pump was removed from the pocket and the catheter was inspected. No issues were found at that time and the side port aspirated easily. The patient did well for approximately 4-6 weeks and then went into withdrawal again. Again during a dye study attempt, no cerebrospinal fluid could be aspirated and no dye could be injected due to resistance when trying to push dye. The patient was managed medically, but would likely undergo surgical exploration again in the future.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative (rep) indicated that after a catheter exploration in june where nothing was found, the patient had good medication control for 4-6 weeks and then started going through withdrawal. Again in august they could aspirate, but could not push dye. The reporter wanted to update the patient's report to state that they went back to the operating room (or) on (B)(6) 2016 and where not able to aspirate through the side port nor push saline through the catheter. The physician cut the catheter after the collette and there was no flow so the healthcare provider (hcp) opened the spinal side and cut on the spinal side of the anchor, just beyond the anchor and they found a 0 degree bend that maintained itself after it was pulled out. The physician replaced the pump and the entire catheter. The patient's withdrawal symptoms were sudden. The patient's dose at the time was 198 mcg/day and the patient was currently receiving gablofen 2000 mcg/ml at 99 mcg/day.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. The pump (B)(4) was analyzed and interrogation showed that the pump was used to deliver baclofen (2000 mcg/ml at 12.7 mcg/day). Analysis found no anomalies with the device. The catheter (B)(4) was returned and analysis found a user related kink in the catheter body. The conclusion code no longer applies and was updated for the pump (B)(4). The catheter (B)(4) was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex: date of birth .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2017-nov-17. Clinical history was stated as, ¿post op intrathecal baclofen pump placement. Please evaluate catheter tip. Only without contrast.¿ the technique was reported that helical axial images were done through the spine with coronal and sagittal reconstructions after contrast of unknown volume was injected intrathecally, presumably through the pump. The findings included the tip of the baclofen pump was at the t5 level. The catheter enters the spine at l1-l2 ¿were there is a small extra dural fluid collection presumably related to the earlier pump placement.¿ the catheter was lateral to the cord through most of its length. The contrast was very dilute in the cervical and upper thoracic spine. There was no abnormality of the cord seen. There was no obstruction to the flow of contract. The cauda equina was normal. There were no further complications reported/anticipated.